Event description:
Due to the condition of the resistor (r12) identified during analysis in this returned generator, the manufacturer performed further investigation into the issue. A result of an open r12 resistor is that the elective replacement indicator (eri) would not "trip" to "yes" when the device reached a near end of service (eos) state. Despite the condition of this component, the device successfully completed post-burn electrical testing during initial manufacture of the device, which specifically evaluates the functionality of this component; however a subsequent review of electrical test system (ets) software source code confirmed that due to an incorrectly designed test, the test system was unable to detect such events. Corrective action is underway to implement a change to the test design in the ets software. A result of a pulse generator not displaying an eri flag when nearing eos would likely be limited to situations of "no stimulation". This would occur if the battery voltage level reaches a level where the generator can no longer perform according to its specifications, and could result in patients returning to their baseline or background seizure frequency or background depressive symptoms until appropriate therapy is restored, but only if the device is not replaced prior to the battery depleting to this level. However, the battery had not yet reached an end of service condition in this specific instance, and therefore did not experience an unexpected eos condition. There are two other locations on the model 102 generator's printed circuit board assembly (pcba) that utilize an identical resistor. The manufacturing ets is able to detect failures of these components, and review of manufacturing data for failures of these resistors has revealed that the occurrence of a failure of the component is remote.

Event description:
The vns generator's measured battery voltage of 2.754v indicates that the elective-replacement-indicator would not have been set during its implant duration since the voltage level required (2.62v) to trip eri (end of service) had not been reached.

Event description:
Actions that were completed to correct this issue in the electrical test software.

Manufacturer narrative:
Device manufacture date, corrected data: the incomplete manufacturing date was reported on the initial MDR report. The complete manufacturing date is provided.

Event description:
It was initially reported that a vns patient underwent generator and lead replacement surgery due to unknown reason. The explanted generator and lead were returned to the manufacturer despite multiple attempts to obtain information on explant reason. Analysis was performed on the returned generator which indicated a resistor was found to have insufficient solder, missing metallization on the resistor end. The resistor was part of the voltage divider circuit associated with the elective-replacement-indicator (eri). The generator module was setup at the analysis bench with an external power supply. The voltage to the generator module was set to various levels (3.0 v, 2.60 v (trip point for eri is 2.62 v), 2.40 v, and 2.00 v) to check functionality of the eri circuit. With resistor electrically open (cracked solder joint) the elective-replacement-indicator did not set. An external resistor was substituted for reported resistor. The various voltage levels were repeated on the generator module. With the substituted resistor, the elective-replacement-indicator would set at the appropriate voltage level. Analysis of the returned lead indicated that other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Adverse event or product problem, corrected data: the referenced product analysis information was inadvertently omitted from the initial MDR report.